Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During routine testing of the device at the svc center, the svc tech reported that the hematocrit saturation clip holder was broken. Since the event occurred during routine testing, there was no pt involvement during this event.